Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right carotid artery that was dissected. After stent placement the emboshield nav6 embolic protection system retrieval catheter met resistance with a previous implanted stent and anatomy. The retrieval catheter was unable to bring the filter back across the stent. Several attempts were made including advancing the sheath; however, it was unsuccessful. A new retrieval catheter was able to capture the filter and remove the emboshield nav6 system. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that interaction with the previously placed contributed to the difficulty crossing retrieval catheter preventing the ability to retrieve the filter. It may be possible that the stent was not fully apposed to the vessel wall or was implanted at a tortuous location of the vessel. As a result, unexpected medical intervention was required by using a new retrieval catheter to retrieve the filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no